Event description:
Boston scientific received information that during a routine follow up of this pulse generator (pg) a printout of the quick report showed a remaining battery from <.5 years to 2 years with no programming changes. An inquiry regarding this observation was requested. No adverse patient effects were reported.

Manufacturer narrative:
Technical services as well as engineers provided various indication regarding the clinical observation. The reason the battery longevity changed within a matter of three minutes could not be determined. A complete memory dump was requested to determine the root cause of this event. As of today a memory dump has not been received and the device remains implanted.